Manufacturer narrative:
(B)(4). Initially classified as improper use by medical professional (inability to follow IFU).

Event description:
Foot and ankle surgeries. Surgeon in the hospital complains about: major difficulty on suturing the wounds. It is more difficult to advance the needle in the dermis. They did not fall off after about two weeks, or after 3 weeks, or even in some patients even after 4 weeks. This situation motivates not to be able to delegate any suture removal in patients who live in other areas. After 2 weeks on, the body begins a fight for the absorption of the sutures causing cutaneous reddening, pain, granulomas, and small pus spots in each suture.